Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 17449671 UDI: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate pain relief despite multiple reprogramming. The patient underwent a spinal cord stimulation (scs) explant procedure.